Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one intima-ii y 24gax0.75in prn/ec slm has been found with a kinking catheter before use. The following has been provided by the initial reporter: due to severe pneumonia, the patient was treated with closed indwelling needle intravenous infusion on (B)(6) 2019. During the operation, the needle was found to be bent, and the needle was immediately stopped using. A new indwelling needle was replaced, and there was no influence to patient.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9050920. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, although a sample was not provided by your facility for evaluation. Previous investigations have shown that a large bend suggests a large force was applied to the packaging unit after the device had left the manufacturing facility, most likely during shipping. The shipping company has been notified of the situation and bd standards and expectations have been recommunicated.

Event description:
It has been reported that one intima-ii y 24gax0.75in prn/ec slm has been found with a kinking catheter before use. The following has been provided by the initial reporter: due to severe pneumonia, the patient was treated with closed indwelling needle intravenous infusion on (B)(6) 2019. During the operation, the needle was found to be bent, and the needle was immediately stopped using. A new indwelling needle was replaced, and there was no influence to patient.